Event description:
It was reported that this brady lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the lead was fractured, which the company representative believed was caused by the clavicle. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this brady lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the lead was fractured, which the company representative believed was caused by the clavicle. No additional adverse patient effects were reported. Additional information for product return stated that this lead was kept by the hospital.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this brady lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the lead was fractured, which the company representative believed was caused by the clavicle. No additional adverse patient effects were reported.